Manufacturer narrative:
The device was returned for investigation. The smiths label is intact, and the device is in good condition, scratched screen. The event log was not provided. A visual inspection and functional test were performed, and the reported failure was replicated. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. The back-up capacitor will be replaced. The root cause of the event cannot be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device alarms lec 1720 during testing. No patient injury was reported.